Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the mesh registry that a patient underwent an open umbilical hernia repair procedure on (B)(6) 2013 and mesh was placed. The patient developed a seroma on (B)(6) 2013 which was treated with aspiration and resolved on (B)(6) 2013. No additional information was provided.